Event description:
Device 2 of 2: reference MFR report # 3006705815-2019-00702. It was reported that the physician was unable to implant both leads during an implant procedure due to limited access to the epidural space. In turn, the procedure was abandoned.